Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: (B)(6) 2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample shows that the lens was cut in half, most probably to make explant possible. The complaint cannot be confirmed. Considering this conclusion, and due to the condition of the returned lens, no further analysis was possible. The manufacturing records for the intraocular lens were reviewed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The in-line optical inspection data showed the lens was within power specification and met the specified cosmetic and optical requirements. A search was conducted for other complaints within the same production order and revealed that no other complaints were received to date. During the manufacturing record review no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Section completed by manufacturer. Patient code: (B)(4) - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to the patient complaining of visual disturbance. There was no incision enlargement, no vitrectomy, and no patient damage (injury) reported. No further information was provided.